Manufacturer narrative:
The insulin pump was received with no unexpected no delivery alarm during testing. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unresolved alarm. The customer's blood glucose was unknown at the time of call. Trouble shooting was declined as this is the third call for no delivery alarm. Customer has tried all remedies available but continues to encounter no delivery alarm. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.